Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced dizziness while welding. The caller asked for a copy of the fact sheet regarding welding interactions with devices. Additional information received states that this device was removed from service with a reason of normal battery depletion. No adverse patient effects reported at the time of the procedure.